Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The screen brightness check failed. When powering on the on the cycler the ¿ok¿, ¿stop¿ and ¿up/down¿ arrow push buttons illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board with lot code: 2236 which reflects the transformer has p155 insulation thickness. A known good inverter board was installed and the display became operational. The screen brightness check, voltage check, touch screen test, system air leak test and valve actuation test all passed. A post-accelerated stress test (ast) simulated treatment at 2 hours 15 mins 8500ml was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records found no deviations or nonconformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that a liberty select cycler powered down during an unknown phase/cycle of dialysis and would not turn back on. There was not a power outage, there was not an outlet issue and the power cord was securely plugged in. The customer pressed the ¿ok¿ and ¿stop¿ buttons and touched the screen, but the screen remained blank. The ¿ok¿ and ¿stop¿ buttons did not make any sound when pressed. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment manually. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.